Event description:
There was an allegation of questionable thyroid results for multiple patient samples tested on a cobas 6000 e601 module. A discrepant high result was provided for 1 patient sample tested for elecsys t4 (t4). The initial result from the e601 module was 15.9 ug/dl. The doctor questioned this result. The sample was sent to an external laboratory, where the repeat result from an e801 module was 10.02 ug/dl. This result was believed to be correct.

Manufacturer narrative:
The t4 reagent lot number was 80586801 with an expiration date of 31-dec-2025. The field service engineer (fse) found that the bead mixer wash station was clogged. The fse flushed the bead mixer wash station, performed checks, and the instrument performance testing was acceptable. The investigation determined the event was due to a maintenance issue.